Event description:
Procedure: esophagectomy. According to the reporter: while creating the gastric tube, the surgeon fired 3 x 4.5mm reload. A fourth reload was then loaded to the endo gia universal gun. The jaws of the reload were opened and positioned over the tissue then clamped. After firing there was excessive bleeding. The staple line was over sewn in order to secure the tissue and prevent further blood loss. A 45 3.5mm (blue) reload was then fired to complete the creation of the gastric tube. The procedure was converted from an endoscopic procedure to an open procedure. The problem occurred in the open stage. The staple line leaked post operatively. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).